Manufacturer narrative:
Pending evaluation. Concomitant device(s): equinoxe reverse 38mm humeral liner +0.

Event description:
As reported, approximately 10 years post op the initial right tsa, this (B)(4) patient was revised. When revising the shoulder it was seen that the inferior aspect of the humeral adaptor tray had broken off and was behind the glenosphere. There was no noted incident that caused this to happen. Once surgeon was able to find the piece of humeral adaptor tray that broke off, he retrialed the components finding a +5 tray and 38+0 liner was the best sizes for this patient. Patient was last known to be in stable condition following the event. Implants will not be retuning, hospital policy.

Manufacturer narrative:
Section h10: (d4) serial number: (B)(6), expiration date: 31-oct-2022. (H3) the revision reported may have been the result of the glenosphere loading directly on the edge of the tray overtime after the humeral liner disassociation occurred, which allowed for stress concentrators to develop around the holes of the humeral tray and led to ultimate fracture of the inferior portion of the tray. The cause of the humeral liner disassociation cannot be determined at this time as the devices were not available for evaluation; however, possible causes of humeral liner disassociation include bone impingement, patient-related conditions, an unreported post traumatic event, or any combination of these possibilities. (H4) device manufacture date: 31-oct-2012.